Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory that the electrically over-stressed (eos) was the cause of the communicator's failure. The phone cord was burned and both the phone jacks melted. The product was deactivated.

Event description:
Boston scientific received information that the communicator was struck by lightning and the cord was burned. The company representative advised that a new communicator and a return label will be sent. The product analysis was confirmed and the product was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
The device manufacture date for this product is (B)(6) 2014.